Manufacturer narrative:
Follow-up #1 date of submission 06/23/2016. Device evaluation: the pump has been returned and evaluated by product analysis on 05/31/2016 with the following findings: during testing, the keypad buttons were unresponsive. The keypad cover was removed and no damage was observed to the key contacts. Unrelated to the complaint, the audio bolus button cover was damaged. The pump cover was removed and moisture damage was visible on the printed circuit board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, it was reported that there was a keypad response issue. It could not be confirmed which buttons had the response issue. There is no indication that the product issue caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.